Manufacturer narrative:
This report is being submitted as follow up no. 1 to update section h3, and to provide the completed investigation results. One used 6fr glidesheath slender device was returned for evaluation. The dilator was not returned for product evaluation. Visual inspection revealed that no anomalies were noted with the sheath tip. However, a kink was observed close to the sheath hub. Functional testing was performed. The sheath was then subjected to leak testing. The distal end of the sheath was inserted into a 12 fr balloon. The distal end of the balloon was connected to a controlled air supply system. The 3-way stopcock (3wsc) was closed, and the air pressure was increased to 4.3 psi. The setup was submerged underwater for approximately 30 seconds. Air bubbles were observed forming around the sheath hub. A dilator for investigational purposes was then inserted into the sheath. This assembly was submerged in water, and bubbles were again detected for 30 seconds. Post leak testing, the crosscut valve was dissected from the sheath to observe for any damage which may have caused the leakage. The microscopic examination revealed a tear and deformation on the valve that could be due to the off-center insertion of the dilator in the valve. Glidesheath slender IFU was reviewed and it is states: "insert the dilator into the valve center of the sheath. Forced dilator insertion missing the valve center may cause valve damage, resulting in blood leakage." Based on the provided information and investigation results, there is no definitive evidence that this event was related to a device defect or malfunction. Based on the investigation results it is likely that off-center insertion into the valve may have contributed to the reported event. However, the exact cause of the reported event cannot be definitively determined based on the available information.

Manufacturer narrative:
Implanted date: device was not implanted. Explanted date: device was not explanted. The actual device has been returned for evaluation. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete. A review of the device history record of the product code/lot# combination was conducted with no findings.

Event description:
The user facility reported that the glidesheath slender sheath was prepped correctly making sure to advance the dilator through the center of the hemostatic valve. During the exchange of the 5fr diagnostic catheters there was an excess amount of blood that would leak from the hemostatic valve. While the catheter was in place for the diagnostic imaging, there was still some leaking from the valve around the catheter. The case then became an interventional procedure and the guide catheter being used was a 6fr. There was no leaking around the 6fr catheter, only the 5fr catheters. The blood loss was less than 250cc's. The procedure outcome was a success. The patient was reported to be in stable condition. Additional information was received on june 17, 2019. The procedure was a diagnostic left heart catheterization. They were performing this procedure to visualize the coronary arteries and left ventricular (lv) function. This is also performed to check pressures in the left ventricle. While performing the coronary images, the physician found a blockage in one of the coronary vessels. The procedure then became an intervention procedure because they then needed to balloon and stent the blockage. In order to do this, they needed to use a 6fr catheter. Once the 6fr catheter was inserted the leaking stopped.